Event description:
It was reported that the pump miscalculated a bolus. There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.